Event description:
The customer contacted heartsine to report that their device voice prompts stopped during use. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. The patient associated with the reported event did not survive. The clinical review confirmed that the patient use did not contributed to the patient outcome.

Manufacturer narrative:
The clinical review of the reported event was performed and it was concluded that the device use didn't contributed to the patient outcome. Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.

Event description:
The customer contacted heartsine to report that their device voice prompts stopped during use. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. The patient associated with the reported event did not survive. The clinical review confirmed that the patient use did not contributed to the patient outcome.

Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and was not able to verify the reported issue. During the power-on the patient presented a non-shockable rhythm throughout the event, therefore no shocks were advised. The device performed to specification throughout the event. No measurable fault was identified that could have caused the device to power off erroneously or stopping audio prompts. The device was found to issue all audio advisory prompts loudly and clearly and it remained powered on until the on/off button was pressed to power off the device. No device malfunction observed. This device shall by retained by heartsine.